Manufacturer narrative:
E1: initial reporter: (B)(6).

Event description:
It was reported that shaft break occurred. The 65% stenosed target lesion was located in the mildly tortuous and mildly to moderately calcified left anterior descending artery. A 3.50 x 24 synergy drug-eluting stent was advanced for treatment. However, during the procedure, the delivery shaft was separated into two pieces. The device was simply removed as a whole and the procedure was completed with another of the same device. There were no patient complications reported, and the patient condition was stable post-procedure.

Manufacturer narrative:
E1: initial reporter: (B)(6). Device evaluated by MFR.: synergy ous mr 3.50 x 24mm, stent delivery system (sds), was returned for analysis. A visual and tactile examination of the hypotube shaft identified multiple hypotube kinks and a break at 41cm distal to the distal end of the strain relief. Visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. Microscopic analysis revealed there was no sign of damage, stretching or lifting of the stent struts. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage.

Event description:
It was reported that shaft break occurred. The 65% stenosed target lesion was located in the mildly tortuous and mildly to moderately calcified left anterior descending artery. A 3.50 x 24 synergy drug-eluting stent was advanced for treatment. However, during the procedure, the delivery shaft was separated into two pieces. The device was simply removed as a whole and the procedure was completed with another of the same device. There were no patient complications reported, and the patient condition was stable post-procedure.